Event description:
It was reported that when the programmer is first turned on; it displays an error message. When it is turned off and on again it goes through a rebooting cycle for about 5-8 minutes than telemetry with the device is eventually established. Also, the programmer is unable to communicate with an external printer. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis could not confirm a long boot-up or system error.